Manufacturer narrative:
Correction made to a2: age at time of event: 53 years (previously submitted as ni). Correction made to a3: gender: female (previously submitted as ni). Correction made to a4: weight: 46 kilograms (previously submitted as ni). Correction made to a6: race: white (previously submitted as ni). Correction made to e3: occupation: risk manager (previously submitted as other health care professional). Correction made to g2: report source: replace consumer with user facility. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system - non-dehp solution set was leaking fluids and blood from the central line. When the tubing was disconnected, it was noted that the "bottom plastic piece was broken". This issue was identified during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.